Manufacturer narrative:
H3 other text: not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was not ventilating. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.